Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in an unknown endovascular procedure..  It was reported approximately 1 year post the index procedure, the patient died due to a endoleak and rupture.  No cause was reported.  No additional clinical sequelae were provided and the patient is expired.